Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device shut down during use whilst transporting patient 2 (two patients were being transported). There was patient involvement, however no health consequences or impact.

Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device shut down during use whilst transporting patient 2 (two patients were being transported). There was patient involvement, however no health consequences or impact.

Manufacturer narrative:
This report is being retracted as information received indicated one patient (not two patients) was being monitored at the time of the incident. Refer to MFR report number 3003832357-2025-000940 regarding patient 1. Please disregard this report.